Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during a test, the cardiosave intra-aortic balloon pump (iabp) had a patient gasket circuit gas loss. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that he was unable to recreate the issue after testing for 1 hour on semi auto mode with an internal rate of 120. The unit passed all functional and safety tests and was returned to customer.